Event description:
The manufacturer received information alleging a patient everflo concentrator short-circuited near the power cord entry point, started to burn, and the power cord broke, immediately after the burst sound, the concentrator alarmed. The patient alerted the staff to the incident, and she was immediately switched to the backup oxygen cylinder. The concentrator was plugged directly into a wall socket (no extension cord. The device settings during the event were reported to be unknown. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.